Event description:
It was reported that catheter detachment occurred. The target lesion was located in the right coronary artery (rca). A rotalink plus was selected for use. During the procedure, it was noted that the catheter burst inside the rca. The procedure was not completed and the patient was sent to the intensive care unit (ICU) for monitoring. After a four hour delay, the team was able to tile the catheter without further damage to the patient.

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the right coronary artery (rca). A rotalink plus was selected for use. During the procedure, it was noted that the catheter burst inside the rca. The procedure was not completed and the patient was sent to the intensive care unit (ICU) for monitoring. After a four hour delay, the team was able to tile the catheter without further damage to the patient.